Manufacturer narrative:
Device evaluation: a record review was performed. A product deficiency review was performed, and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents. And no new risks were identified as part of this investigation. A labeling review was conducted. The operator manual for the system was reviewed, and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR), for the lvc system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Model number: unknown, information not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Email address: unknown/not provided. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that there was a flap cut issue. A description of the event indicated the surgeon saw what appeared to be the meniscus creeping in towards the end of the procedure to create a corneal flap. The surgeon took a look at the sidecut under the slit lamp and it did not appear complete to him. Surgery was incomplete and the doctor performed trans photorefractive keratectomy (prk) the next day.